Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced low blood glucose level. The blood glucose of the customer was 25 mg/dl. The customer was treated with glucose and the blood glucose value was 137mg/dl. Customer also experienced blood at site in a capillary or blood vessel with sensor insertion. The customer declined troubleshoot. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.